Event description:
Healthcare professional reported rupture, double capsule, and "multiple silicone granulomas between capsule and device" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule and "multiple silicone granulomas between capsule and device".

Event description:
Healthcare professional reported rupture, double capsule, and "multiple silicone granulomas between capsule and device" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Double capsule: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. No further actions are required as the device was implanted.